Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® winged safety push button blood collection set phlebotomist collected a patient's blood using a winged set collection device. After the phlebotomist collected the blood she retracted the needle by pushing the retraction button. The patient complained that it felt like the needle was still in her arm. The phlebotomist looked at the collection device and she didn't see the needle. The phlebotomy supervisor and pace nurse checked the patient's arm where the venipuncture was performed and the site felt hard. The patient was sent to the ed for further evaluation. Follow-up: risk (mgmt.) Has been notified, a FDA medsun form completed, and a serious injury report entered. No foreign body upon x-ray and rn is following up with the patient. No additional information to report.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Pull force testing was conducted on the samples, and the customer's indicated failure mode for separation of the IV needle with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for separation of the IV needle with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications